Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified right common vein. A 18-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was pulled over a 0.035 wire and was removed intact. The procedure was completed with a different device. No patient complications were reported.